Event description:
It was reported that the pt was scheduled for a revision surgery due to high impedance (specific test results not provided). The pt had surgery and the products have been returned to the manufacturer for analysis. When the hospital called to return the explanted products, they stated that the generator was explanted due to end of service and the lead was replaced because there was fluid inside the lead body. Analysis of the lead has been completed. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete eval could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. Fluid was observed in the outer and inner silicone tubing fluid however there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. Attempts for additional info have been successful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.